Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mpa (B)(6) is reporting that "during right hip cases, the mics trigger would be activated without the surgeon touching the mics before entering haptics". Resolution: during investigation, reviewed the last cases on the system with mps and found that during the previous cases, only the right hip cases were being affected by an auto-trigger signal which would engage the mics handpiece just before the arm would reach haptics without the surgeon pressing on the mics trigger. Removed and replaced the old cpci assembly and installed a new cpci assembly.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: mpa is reporting that "during right hip cases, the mics trigger would be activated without the surgeon touching the mics before entering haptics." Device evaluation and results: per gsp 166421: during investigation, reviewed the last cases on the system with mps and found that during the previous cases, only the right hip cases were being affected by an auto-trigger signal which would engage the mics handpiece just before the arm would reach haptics without the surgeon pressing on the mics trigger. Removed and replaced the old cpci assembly and installed a new cpci assembly. Product history review. A review of device history records shows that on (B)(6) 2016 1 device was inspected and 1 device was placed on: qt 16-06-0066, qt 16-04-0092. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 211123, shows 6 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4): (B)(6) is reporting that "during right hip cases, the mics trigger would be activated without the surgeon touching the mics before entering haptics." Resolution: during investigation, reviewed the last cases on the system with mps and found that during the previous cases, only the right hip cases were being affected by an auto-trigger signal which would engage the mics handpiece just before the arm would reach haptics without the surgeon pressing on the mics trigger. Removed and replaced the old cpci assembly and installed a new cpci assembly.